Event description:
It was observed during the device evaluation that the colonovideoscope had a foreign object in the nozzle and a burnt plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the use of a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device led to the burnt cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.